Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative(rep) on august 24 2016, stating that the cause for the depletion was normal use. They stated that when they read the device to do impedances and ¿whatever else¿ they did prior to the last implant the patient was using a ton of power. It was noted that it was just normal use of the battery. It was noted that the battery was not returned, it was probably just thrown out.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported the patient saw 3 warning screens on her patient programmer (pp). The patient saw the end of service (eos), elective replacement indicator (eri), and 006 messages. The patient noted that she was still feeling stimulation sensation despite seeing the eos message. There was an allegation/dissatisfaction regarding implantable neurostimulator (ins) longevity. The patient noted that she had only had the ins battery since (B)(6) 2016. However, it was noted that the patient used high therapy settings. Additional information received from the patient reported she got her new implant "the other day." The patient noted that she was "back up and running" and was feeling good relief. The patient noted that she did not understand why the batter went down so fast. The patient was doing well and noted that she had her "steri-strips on" and felt good.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.